Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not last as long as expected. The battery compartment and cap were allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed one low battery warning and one replace battery alarm; however, no evidence of excessive battery usage was recorded. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were damaged. The returned battery cap did not secure properly to the pump to maintain an electrical connection. A test battery cap was used to complete investigation. The pump powered on properly with the test battery cap. Current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored.